Event description:
The physician has responded that the cause of the increase in seizures is due to other 'due to the nature of the patients epileptic encephalopathy, her seizures will likely continue to have waves of reductions and increases.' The seizure rise was back to pre-vns baseline levels and no intervention is planned. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has experienced an increase in seizures. That an increase in settings led to a increase in seizures. No other relevant information has been received to date.